Event description:
On 31-dec-2025, it was reported that in (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 12 mg/dl following a period of elevated blood glucose earlier in the day. The user lost consciousness, and emergency medical services were called by a family member. The user was transported to the hospital, where the user was admitted, treated for hypoglycemia, and discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in life-threatening hypoglycemia requiring emergency medical intervention and hospitalization and is consistent with the reported loss of consciousness, emergency medical services transport, and inpatient admission. Available information indicates the event occurred shortly after reinitiation of ilet therapy following a prolonged period off the device, with limited available device data due to lack of synchronization and absence of a compatible phone. Engineering logs available for review did not contain data surrounding the event timeframe and did not record any malfunction alerts. Clinical information suggests the event may have been influenced by clinical or use-related factors, including recent therapy restart, altered insulin sensitivity, recent supply changes, or possible administration of exogenous insulin outside of the ilet, as suggested by the healthcare provider. Due to incomplete event timing, limited device data, and lack of corroborating clinical details, the precise cause of the hypoglycemic event could not be definitively determined, and no device malfunction was identified based on the information available. If additional information becomes available, a supplemental MDR will be submitted.